Event description:
A patient's mother called to report event began with her son experiencing red eye and difficulty keeping eye open whereupon he discontinued use of contact lenses. The next day, son was seen by hcps. Subsequently, medical documentation received. Initial hcp diagnosed patient with corneal ulcer od and referred him to a subsequent physician who referred him to a specialist. On the same day the specialist documents patient was a contact lens wearer who used renu multiplus multi-purpose solution for 5-6 years and current bottle was 3-4 months old. A diagnosis of pseudomonas keratitis od was made and patient was prescribed quixin, tobramycin, doxycycline and vitamin c. Patient was seen two days in a row and then referred back to second provider. Several attempts were made to obtain medical information from second provider without success.

Manufacturer narrative:
Testing of the returned complaint sample found it to be within all shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.